Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the sales management team of medtronic that the customer had a two-week hospital stay due to low blood glucose levels and possible other unknown factors. The customer's blood glucose level was unknown. The customer declined to speak with the helpline. No further details were provided.